Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120136.

Event description:
It was reported via voluntary medwatch that the right ventricular lead was abandoned due to unknown malfunction. Further information was not provided.